Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion blue, guide catheter: hyperion 6fr spb3.5. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is not approved for sale in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a eccentric, de novo lesion with mild tortuosity, heavy calcification and 90% stenosis in the distal circumflex artery. A 2.0 x 15 mm rx traveler was advanced without resistance to the target lesion for pre-dilatation; however, during the first inflation the balloon ruptured at 12 atmospheres (atm). The device was replaced with a non-abbott balloon catheter. The procedure was successfully completed after stent implantation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.